Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021 h11: corrected data = b1, b2, h1. B1, b2 and h1 were omitted on the previous report.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. D4: batch # 118a95. Additional information was requested, and the following was received: was a leak test performed? No. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? 2days after the surgery. How was the leak identified? No further information is available. What was observed at the site of the leak upon reoperation? No. How was the leak addressed? The drain was placed. Minor leak was treated because of the drainage. The patient is stable. What type of bile prep did patient received? No further information is available. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection, the firing force was higher than expected so that the device could not be fired. The anvil was placed as it is, and another device was used to fire again, but the surgeon did not feel the washer was cut. The deployed staples were malformed so that additional resection was needed, and re-anastomosis by another device was performed to complete the case. A colostomy was performed. The patient is a male. He is hospitalized. The patient¿s condition is stable as of the day after the surgery. The stool was stiff, which might be one of a factor in this case. Minor leakage occurred 2 days after the surgery. The drain was placed.

Manufacturer narrative:
(B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What type of bile prep did patient received?